Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the liquid crystal display (lcd) was found to be defective during testing. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the user interface (ui) assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.